Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, there was difficulty priming and purging the cassette. The surgery was completed and there was no patient harm. Upon follow up with the customer, it was reported that it is possible that the error arises or is related to lack of staff training regarding the use of the equipment, specifically the issues of cassette purging, filing and tuning of the handpiece.